Manufacturer narrative:
Medwatch sent to FDA on 01/17/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. The physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon explains "did not feel the balloon after a few days. Was hospitalised with a depression at the same time and therefore never followed the dietitian program or visited the surgeon for a check-up." When the balloon was explanted, "it was already empty and the surgeon was able to see a hole close to the valve." Device removed and replaced.

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received device. The balloon was noted to be discolored as the shell was dark green, and the center patch was light brown in appearance. As the balloon was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow was of di water was continuous and unobstructed. An air leak test was performed, and the balloon was noted to be leaking from the shell, approximately 0.1 inches from the center patch. Under microscopic analysis, the opening in the shell was noted to have striated edges, consistent with damage from a surgical tool. Brown particles were noted on the inner surface of the valve channel.